Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was missing images (data loss). There is no report of a patient injury or death associated with this event.